Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient was reported to have excessive bleeding. The blood loss volume is unknown. As a result of the complication, the patient required unplanned and unspecified medical intervention. The target nodule was 1.7 cm on the right lower lobe, anterior segment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 26-sep-2022, a review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. See attached email. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient was reported to have excessive bleeding. The blood loss volume was not provided. In addition, the cause of the complication is unknown. As a result of the excessive bleeding, the patient required unplanned medical intervention. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.